Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
New information received notes that the device reached eri. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri (or eol) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer.

Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.